Event description:
The reporter stated the surgeon attempted to insert a 10.5 diopter 12.5mm icm125v4 implantable collamer lens in the patient's right (od) eye but the icl stuck to the foam tip plunger. The lens was not implanted and there was no patient injury. The lens was exchanged for another same model lens. The patient's current best-corrected visual acuity is 20/20. The reporter stated the cause of the event was due to the foam tip plunger and cartridge.

Manufacturer narrative:
(Icl stuck to foam tip plunger).